Event description:
On (B)(6) 2012 gamma3 operation was performed. Sales rep prepared ao/hall coupling for this operation. But it was not cannulated, it couldn't be used. Surgeon used (B)(4) instead, then the operation was finished.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.